Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a superion implant procedure, the implant broke. During attempts to deploy the implant, it hooked the bottom cam lobes into the lamina. Due to this, the top piece of the implant broke off and lost its structure and integrity. X ray was performed to ensure all broken pieces were collected and removed. The patient was noted to have thick bone which caused resistance during deployment. The procedure was completed with a different spacer. The device was not returned as it was discarded by the medical facility.